Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735795r, serial/lot #: unk. A representative went out to the site to preform a system check out. After testing the system, it was noted that the system worked as intended and there were no parts replaced. The were unable to replicate the reported issue. 10,213,67 are associated with system check out. 4114,3221 are associated with part replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that during the case the site moved the camera cart monitor and the camera "went out". The representative suggested that the site should reboot the system and manipulate the monitor. There was no harm to the patient present and there was no delay.